Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h6, h11. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person's ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. The reported event of superficial infection occurred at an unknown timeframe post implantation. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported, and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. As devices have not been indicated as revised and there are no indications of product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided visual and dimensional evaluations could not be performed. This is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D4: primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford femoral component, lot#: unknown. Unknown oxford bearing, lot#: unknown. G2: foreign - event occurred in germany. G2: literature - citation: schweizer, c., krug, t., herre, j., aldinger, p. R., merle, c., & waldstein, w. (2025). Medial mobile-bearing unicompartmental knee arthroplasty following anterior cruciate ligament reconstruction is associated with an increased revision risk compared to controls. Knee surgery, sports traumatology, arthroscopy: official journal of the esska, 10.1002/ksa.70185. Advance online publication. Https://doi.org/10.1002/ksa.70185. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 03-dec-2025 that reported a retrospective 1:2 matched case¿control study from germany. The purpose of the study was to evaluate the outcomes of medial mobile-bearing (mb) uka in patients following aclr (anterior cruciate ligament reconstruction) compared with a matched control group without aclr. The study reviewed 106 knees in the aclr group and 208 knees in the control group with surgeries performed between january 2016 and december 2022. A minimally invasive medial parapatellar approach without dislocation of the patella was used. The mb cemented or cementless oxford partial knee (zimmer biomet) was used in all cases (201 cemented, 113 cementless). The study population had a mean age of 61.7 years at time of surgery (range, 40-84 years); (175 males / 139 females). Average length of follow-up was 4.9 years (range, 2-9.2 years). It was reported through a journal article that a patient experienced a wound complication requiring surgical debridement for an infected subcutaneous hematoma following unicompartmental knee arthroplasty. Staphylococcus aureus was identified. Due diligence is in progress for this complaint; to date no additional information or product has been received.